Event description:
New information received notes that the rv lead also exhibited noise.

Manufacturer narrative:
Correction: the first awareness date for supplemental report should have been 2 july 2025 and not 7 july 2025.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead also exhibited low pacing impedance measurements, high capture threshold and failure to capture. The ra lead was explanted and replaced. The patient was in stable condition.